Event description:
Boston scientific received information that this device was exhibiting tones. Device interrogation revealed that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Disk analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This device was explant boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). The device is expected to be returned for testisng. This product issue will be updated when evaluation is complete.